Manufacturer narrative:
Facility experienced an event with endopath* ets flex on 5/30/97 while performing a v.a.t.s.. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973705. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k00r51; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired and position/condition of wedge sleds, fully fired/good. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info received, visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "malformed staples" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The staples at the ends. No conclusion could be reached as to how the staples had become malformed. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that two or three staples at the tip of the fork malformed. The surgeon experienced difficulty in closing the closing lever. The surgeon placed sutures to close the tissue. There was no pt consequence.